Event description:
It was reported that the left monitor did not display an image during live fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty image intensifier and power supply. System operates as intended.